Event description:
It was reported that during the device change out, the lead was not sensing or pacing. It was also reported that the unipolar impedance was greater than the bipolar impedance. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the device change out, the lead was not sensing or pacing. It was also reported that the unipolar impedance was greater than the bipolar impedance. The lead was capped and not replaced. No patient complications have been reported as a result of this event. It was further reported that the lead was fully fractured due to subclavian crush.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.